Event description:
It was reported that pump displayed cgm error 42, and patient stated that similar error had occurred previously. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset successfully started sensor session, with no further cgm error appearing.